Event description:
A surgeon reports a pt developed endophthalmitis and increased intraocular pressure 2-3 days following intraocular lens implant. Treatment has been provided. The pt's preoperative visual acuity was 20/200. Pt's visual acuity on 3/01 was count fingers.